Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. The gearbox was found damaged and was replaced. The main door hinge was broken so the back housing was replaced. The reported problem was resolved. The software was updated to the most currant version. The pcb was damaged by corrosion. The us sensor was broken. The lcd display was damaged, and the overlay was lifted. Due to the overlay replacement, the front housing, the spacers, and the lens was replaced. The cover buzzer, harness, mounting stud, tie, serial number label, and foam battery was replaced due to the back housing replacement. Gaskets were replaced due to opening the unit. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that sometimes the formula will run out before the pump shuts off and then sometimes there's formula left in the bag when the pump shuts off and says complete. There was no harm to the patient.